Manufacturer narrative:
(B)(4). This lot was manufactured from july 28th, 2015 to july 29th, 2015. Evaluation summary: the device was received for evaluation. A visual inspection, underwater pressure testing and clear passage testing were performed. No leaks, malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set leaked from "around the adapter/connector." This occurred after priming with leucovorin, and was noted by the patient prior to patient connection. The device was connected to a non-baxter primary set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.